Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information prior to inflating the device, the bottom ride side of patient's penis shaft there is a bubble that inflated on its own. The implant does not inflate but only the bubble on the bottom right side and forces penis to bend at a 45-degree angle to the left.